Event description:
According to the reporter: occurred during a thoraco/lobectomy. The powered handle was fully charged. The first three firings were successful. On the fourth firing, the reload was connected to the adapter but the display screen shut off and the device did not react at all. No patient injury or extension in surgical time. Patient status is no problem.